Manufacturer narrative:
Correction d3 the investigation of the reported failure mode has been completed. No product was received for evaluation. Data log shows several suction alarms during the first half of the case. The pump was unable to achieve the desired flow during the suction events. There were no reported optical signal issues, motor current spikes, or positioning issues on the data log. Hemolysis: the cause of the hemolysis was most likely related to patient condition based on clinical details and data log review. Pump suction: based on data log review and provided clinical details, the cause of the pump suction issue was most likely related to patient volume status and right ventricular dysfunction, as indicated by the clinical findings and response to interventions. Clinical symptoms (renal failure): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella 5.5 on the patient impella is currently running at p5 and still experiencing frequent suction alarms. Team is positive, it is related to right ventricular failure (rvf). But the patient deemed not extracorporeal membrane oxygenation candidates per cts. Plan to treat rvf with dobutamine and veletri and optimize impella flows. Later the patient was still experiencing intermittent and frequent suction alarms. However, left ventricle is severely underfilled and right ventricle is akinetic. Urine output is decreased and pink. Creatinine slightly elevated today. CT output is minimal. Team decided given severity of rvf revealed on tee plan to send patient to ccl for rp flex. Tee bedside this morning revealed ef of 45% with mild to moderate rv dysfunction. Creatinine improved today with crrt. The patient has tolerated uf of 100 cc/hr. The patient down 1.5 l in last 24 hrs. Inr 5 this morning which was treated with vitamin k. Lfts ok. The patient received 2 packed red blood cells overnight. Explant performed independently with local support enroute and available for phone support. Impella 5.5 explanted without complication per the doctor. Successful first bipella support utilizing impella 5.5 and impella rp. The patient was transferred back to ICU with plans to extubate and continue crrt. The patient was successfully weaned and survived.